Manufacturer narrative:
Unexpected restart alarm after battery change due to faulty interface board. The insulin pump passed idle current test, run current test, self test, off no power test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. Pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had recurring a21 alarms. Troubleshooting was performed and the insulin pump is returning. The customer's blood sugar is 90 mg/dl.